Manufacturer narrative:
(B)(4). Device evaluation of electrode belt sn (B)(4) has been completed. Upon service evaluation, corrosion was found in ECG b on components j7, r2 and r3. The cause of the electrode belt current test and hipot failures is the corrosion in ECG b. The root cause of the corroded ECG cannot be positively identified but is likely liquid ingress of an unknown contaminant. No adverse event resulted from the corrosion. The last patient to use this belt did not report any deficiencies.

Event description:
Review of service data detected a reportable event. Upon service investigation of electrode belt sn (B)(4), the belt failed the electrode belt current and hipot tests. The last patient to use this device did not report any deficiencies.